Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was oversensing of noise. A reduced qrs amplitude signal was also observed. The patient had received one inappropriate shock and had multiple untreated episodes. An x-ray taken showed the system may have not been positioned optimally. The s-ICD was reprogrammed and later surgical intervention was performed to reposition the system which was done so successfully. No additional adverse patient effects were reported.